Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site (abdomen), and it was observed that the pod's cannula was bent. Additionally, it was reported that the pod was leaking insulin. Information on treatment was not provided.